Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a7700-27 mechanical valve (B)(6) 1996. (B)(4).

Event description:
It was reported that during implant, after the right atrial (ra) lead was sewn to the muscle and that a guide sheath was passed into the coronary sinus. During this maneuver, the ra lead dislodged and had to be repositioned. The lead is still in use. It was noted that the patient is part of the product surveillance registry clinical study. No patient complications have been reported as a result of this event.